Manufacturer narrative:
Resolution and disposition: the fse replaced the 3 station solenoid and sensor pcba to address the reported problem.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported safety valve failure. The customer reported patient involvement is unknown and there was no patient harm.

Manufacturer narrative:
Date of event: (B)(6) 2016. Date received by manufacturer: 10/05/2016. The reported complaint of the safety valve cannot open test failed code 3130 was not duplicated. No fault was found on the returned sensor pcb & 3 station solenoid. This report is being submitted as part of the remediation for (B)(4).